Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had multiple pump error. The customer¿s blood glucose level was 244 mg/dl at the time of the incident. Customer reported they were able to clear the alarm and was unable to rewind the pump. The customer was advised that the insulin pump needed to be and to revert to the backup plan per health care professional instructions. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the rewind, basic occlusion, prime and displacement test. Device received with stuck motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. Unable to perform the unexpected restart error, occlusion and excessive no delivery test due to motor error alarm. No motion sensor test failure alarm noted.